Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.

Event description:
It was reported after one hour of an ablation procedure the irrigation port of the cool flex catheter broke. The catheter was removed from the pt and a different catheter was used to finish the procedure. There were no consequences to the pt.